Event description:
The provider reported the front right wheel of the 65650r rollator fell off during use. Subsequently, the user fell bruising, her hip and arm. The user did not seek medical treatment. No further patient complications were reported as a result of this event.